Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. The stm that found the issue, replaced the batteries and performed full calibration, functional and safety tests. The iabp was returned to customer and cleared for clinical use. (B)(6).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) failed the battery run time test during a preventative maintenance(pm) performed by a getinge service territory manager (stm). There was no patient involvement and no adverse event reported.